Manufacturer narrative:
Service was not dispatched for this event as the issue was resolved by the customer. No sample collection or centrifugation data was supplied. No quality control (qc) or system check data was supplied by the customer. The customer stated prior to the discovery of the shared bnp reagent pack, several instances occurred where level 1 qc resulted low >2 standard deviation (sd) but recovered within range upon retest. On (B)(6) 2010, the customer obtained qc results of 0 pg/ml for all levels, it was determined that the reagent pack in use had previously been used on another access system. This was known due to the system number written on the reagent pack. As indicated in the labeling, reagent packs cannot be shared between systems. Reagent pack sharing between systems can potentially cause inaccurate results. Operator error produced the erroneous results for the alleged three patients. This reportable event was identified during a retrospective review of product complaints conducted between (B)(6), 2008 to (B)(6), 2010 for additional reportable events. This medwatch is related to the original MDR 2122870-2010-00415, patient number one. Related MDR: 2122870-2011-01285.

Event description:
The customer alleged erroneous low b-type natriuretic peptide (bnp) results within the normal reference range on three patients' samples generated by the unicel dxc 600i synchron access clinical system. This report refers to pt number three. The customer determined a reagent pack had been shared between two access clinical systems. The pts' samples were retested on a new bnp reagent pack and produced results above the normal reference range. The customer stated the last 24 bnp patients' samples were retested. The three patients' samples reported were the only discrepant results noted. The erroneous results were reported out of the laboratory. It is unk whether a change in pt treatment was associated with this event.